Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering and also they performed self test and it was failed. The customer¿s blood glucose level was 287 mg/dl at the time of the incident. Customer stated other blood glucose value was 264 mg/dl. Customer was treated with manual shot. Customer stated that the insulin pump may not had detected occlusion when they test this alarm using tubing clamp and also they experienced high blood glucose. Customer stated they were performed displacement test and it was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.